Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a scratched lens, loose latch lock, delaminated dso seal, and worn uso seal. There was no applicable evidence to review in the event history log. The customer reported problem was unable to be replicated during the functional testing. The device delivered an average of 19.73 ml which is within manufacturing specifications. No problem was found and no action was taken. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed a rate output check. There was no patient involvement and no patient harm/adverse event reported.